Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was a filter blood leakage. After connecting the tube used during the surgery, blood was found to be leaking and dripping from the filter part. Under normal circumstances, there was only replacement fluid in the filter part, and there should be no blood, which affected the surgery process and the effect of the membrane lung. After emergency treatment, the surgery was completed. The issue resulted in patient blood loss. The issue was observed during heart surgery and the device assisted in providing oxygen to the blood. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was a filter blood leakage. After connecting the tube used during the surgery, blood was found to be leaking and dripping from the filter part. Under normal circumstances, there was only replacement fluid in the filter part, and there should be no blood, which affected the surgery process and the effect of the membrane lung. After emergency treatment, the surgery was completed. The issue resulted in patient blood loss. The issue was observed during heart surgery and the device assisted in providing oxygen to the blood. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the leak was coming from the broken end exhaust, located at the top exhaust duct. Patient blood loss as a result of this leak was 50ml. A blood transfusion was not required as a result of the leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.